Event description:
Reporter noted IV pole cycled on its own when almost finished with procedure. Case was completed, but surgeon had to laser and inject gas after incident. Patient condition is unknown at this time.